Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they suspected the result to be false because they have had false positives in the past. No confirmatory testing had been completed. 6 additional consumer events were communicated which are captured on separate reports.